Manufacturer narrative:
Philips service replaced the power output module and dcps and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the two devices together and damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to a use-related factor involving misalignment between the drill and guide, improper seating or positioning of the drill, or excessive force or torque applied.